Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that once the insulin level in the cartridge reaches 100 units of insulin or below, customer's blood glucose (bg) level begins to increase (300 - 400 mg/dl). Customer stated they deliver boluses, manual injections, or deliver manual injections to address bg levels. Reportedly, customer uses humalog insulin for longer than the labeled two days per tandem labeling. Additionally, customer tried apidra for insulin therapy, which is not approved for use with pump per tandem labeling. Customer indicated that they bring bg levels back to target range by changing out the cartridge on the pump.